Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off of the delivery system upon removal from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.